Manufacturer narrative:
Conclusion: product contributed to event. The complaint was reviewed and analysis showed no trend for item/lot. (B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly inside the package was a size 6. The patient waited for more than an hour in the or.